Manufacturer narrative:
PMA/510(k) #: k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Awaiting for more information. "As per cc form": during the eus procedure, the needle was bent at the first attempt when the lesion was punctured in the fundus . User error-stylet partially removed when advancing into the targeted site-related to pr 315040" as detailed in q.20 of the additional questions. Question 20: was the stylet partially removed when advancing into the target site? Yes. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Stomach. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Please describe the size of the intended target site. If not with the device in question, how was the procedure performed and/or finished? New needle if used. Was the device used in a tortuous position? Yes. Are images of the device or procedure available? No. Was the device damaged in packaging before removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Olimpus gf-utc 180. . Was the scope recently serviced / repaired? No. Was resistance felt while inserting the device through the scope? No. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? On advancement of the needle. Was the syringe used during the procedure, after the stylet was removed? No. Was difficulty experienced while retracting the needle? Yes. Was it possible to fully retract before removing the needle from the patient? No. Was gaining access to the target site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. . Was puncture of the target site difficult? No. Was the stylet partially removed when advancing into the target site? Yes. How many samples were obtained with this needle? Yes. Did any section of the device detach inside the patient? No. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device of the leur lock to the scope? No. If the device is a procore, is the kink located distally at the notch / core trap? Yes. . Is the patient known to be covid-19 positive? I don¿t no. The item will be shipped today.

Manufacturer narrative:
PMA/510(k) #: k142688. Imdrf g code: g04092 - needle. The device related to this complaint was re-evaluated on the 12-feb-2021, confirmation received that the distal kink and user error are related failures and both will be captured under MDR ref #3001845648-2021-00007. This supplement report is being submitted as a cancellation report, this reporting issue is now being investigated under MDR ref #3001845648-2021-00007.

Event description:
The device related to this complaint was re-evaluated on the 12-feb-2021, confirmation received that the distal kink and user error are related failures and both will be captured under MDR ref #3001845648-2021-00007. This supplement report is being submitted as a cancellation report, this reporting issue is now being investigated under MDR ref #3001845648-2021-00007.